Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 3 mdrs filed for the same event (reference 1825034-2016-03892 / 03893 / 03894).

Event description:
Patient's legal counsel reported patient underwent left hip revision approximately 12 years post-implantation due to alleged pain, discomfort, soreness, metal poisoning, metallosis, metal debris, and metal-on-metal pseudotumor. All components were removed and replaced. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Concomitant products: product number: x11-180312, bi-metric/x por nc lat 12x140, lot number: 791830. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.